Event description:
The lay user contacted lifescan alleging that the product was having the following power related issue: "power button", which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
This MDR represents 92078 malfunction events that occurred during the timeframe of (B)(6) 2005. This report is authorized as part of a one-time retrospective summary submission. (Exemption#: (B)(4)).